Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm approx 7 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was also reported that the pt is very frail and had a proximal extension via a transperitoneal route because of extreme vessel tortuousity. The pt was readmitted with hemoptysis, and it was determined that the graft was infected. The pt was placed on antibiotics for the infection. The cause of the infection has been requested; however, no add'l info has been provided and no add'l clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: (cause of infection is unk), (infection), (extremely tortuous vessels). Eval, conclusion: (extremely tortuous vessels), (cause of infection is unk).